Event description:
The user received a questionable toxoplasmosis igg result for one patient sample. The result from the cobas e601 instrument was 16.60 ui/ml (positive). The test was repeated twice on (B)(6) 2012 with results of 16.90 ui/ml and 17.06 ui/ml. The patient´s physician requested the sample be sent to another laboratory for testing. The result using elfa technology was negative. The sample was re-tested by another customer using "quimioluminiscence, architect i1000" and the result was 0.7 iu/ml (negative). No information was provided to determine if the patient was adversely affected. The toxoplasmosis igg reagent lot number was 164952 with an expiration date of 07/31/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The sample was provided for investigation. The sample was tested with the elecsys toxo igg kit and reconfirmed using a confirmatory assay. The toxoplasma igg result of (B)(6) was regarded as correct. Different concentration values derived by different test formats are often observed in toxoplasma igg serology. Discrepant results can occur due to the higher sensitivity of the elecsys test format. No information about an adverse event was provided.